Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. No unexpected vibrating anomaly noted. Unit passed self-test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.